Event description:
Infusion pumps utilized in the neonatal intensive care unit (nicu) have documented many problems with the infusion delivery set rate and the rate infused. Infusion rate has been inaccurate. Six different pumps have had same problems. The pump has been evaluated by the MFR. The MFR has found nothing wrong with the equipment. The MFR suggested to increase the height of infusion bag to 24 inches, which has not reduced the number of the reported problems.